Manufacturer narrative:
The pod was returned for evaluation and no issues were noted. However, due to the inability to download pulse data, it could not be conclusively determined whether the drive had operated as intended during operation. No electrical failure was found that would have delivered a "shock" to the customer during the activation process. A review of insulet's MDR database was performed. To date, no MDR's have been submitted for this condition. Though it cannot be confirmed, it is likely that the shock sensation experienced by the customer was the result of the insertion needle pricking the customer's skin upon delivery of the soft cannula subcutaneously. The moment the "shock" was felt coincides with the time the needle would have fired during the activation process. Note: the pod was worn for only 26 minutes and therefore, would not have contributed to elevated bg levels. Bg levels did not exceed 250mg/dl - the highest level reported was 202mg/dl; therefore, there was no hyperglycemic event. The customer's mother stated that the cannula "had large bubbles in it." However, no air bubbles were found in the insulin reservoir during testing. The presence of the air bubbles in the cannula would not have resulted from air being introduced into the pod during the fill process. The cause of the bubbles in the cannula cannot be determined. Based on investigation results, there is not indication that an electrical failure had occurred, resulting in the customer being "shocked" by the pod. No conclusion can be drawn. A review of lot qualification records was performed - the lot passed the acceptance criteria.

Event description:
The customer's mother stated that a new pod had been placed on her daughter and, when it was activated on her leg, she "felt a sensation, like an electric shock." As a result, she "passed out cold" and "appeared jaundice - her color was yellow during the event." Ems was called, who "immediately placed frosting in her mouth." The pod was removed at this point (25 minutes after passing out); she "came-to" and her bg levels were taken, which had risen to 202mg/dl. The mother assumed her higher bg levels "came from the frosting in her mouth." The customer was not taken to the hospital and "was fine after the event." The pod site was "completely normal", though the cannula "had large bubbles in it." The device will be returned for evaluation.